Event description:
Medtronic received information that after an unknown duration of time post implant of this 27mm aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was reported as severe stenosis and a gradient of 80mmhg. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.